Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, visibility/ palpability, anxiety-product/ procedure.

Event description:
Patient reported a left side "breast hardening" and a exchange from textured to smooth breast implants due to the patient¿s concern with the product. Healthcare professional reported a left side capsular contracture baker grade iii. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
.

Event description:
Patient reported a left side "breast hardening" and a left side exchange from textured to smooth breast implants due to the patient¿s concern with the product. Healthcare professional reported a left side capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec. Cloudy and voids were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient reported a left side "breast hardening" and a exchange from textured to smooth breast implants due to the patient¿s concern with the product. Healthcare professional reported a left side capsular contracture baker grade iii. Device has been explanted.